Manufacturer narrative:
Clarification: there was no initial report of catheter leaking. The leaking was found in the balloon lumen upon engineering evaluation performed on (B)(6) 2013. Initial submission completed at this time.

Event description:
As reported, the balloon of the intraclude aortic occlusion device was inflated and it occluded as normal. The balloon started to move and could not be stabilized properly to stay in same place. On removal after the case and examination it could be seen that there was a `kink` in the balloon. No patient injury reported. Upon investigation of the device; a small hole was noted.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and multiple kinks were found just below the trifurcation hub of the catheter. A flatten area was found at between 60 cm and 70 cm marker bands on the strain relief of the catheter. The shaft of the catheter was found to be leaking due to a small hole about inches from 40 cm marker bands. The kink inside the balloon could not be confirmed, it is not known what caused the device to migrate during use. The kink that the customer observed in the balloon was not confirmed. Since the root cause(s) of the kinks on the device are unknown, no corrective actions are being taken at this time. Also the event did not lead to the 3 sigma threshold being exceeded within the css cpm trend report for the intraclude device. A review of manufacturing records was performed and there were no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.